Event description:
It was reported by customer that multiple lots affected, product is failing, safety is not engaging during deployment. Additional information received 11/17/2023: it was reported there was no visible or obvious damage present. Issues occurred once deployed to the patient. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.